Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 502 mg/dl. The customer treated high blood glucose with bolus insulin shot. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump passed displacement test. It was reported that insulin pump was on auto mode at the time of incident. Cannula had blood and site was good. The insulin pump will not be returned for analysis.